Event description:
It was reported that the external pulse generator had a broken case. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was confirmed that the upper and lower cases were broken, as was one side bail cover. The battery contacts were compressed, the keyboard scratched and the battery drawer o-ring missing. (B)(4).